Event description:
Initial reporter indicated that the pt's vns therapy sys was not stimulating "at the programmed settings". The pt had been timing her vns with a stopwatch and stated "sometimes the device stimulates at 5 min and sometimes 12 minutes." A sys diagnostics test was performed yielding normal results. The physician's assistant reported that he believed that the pt's "sensation" was actually the device functioning erratically". No medical intervention is planned and no serious injury was reported in conjunction with this event.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a serious injury or death.